Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, infection-like symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with a 450cc mentor memorygel breast implant and experienced postoperative right-sided grade IV capsular contracture. The capsular contracture was confirmed by a healthcare professional. About one week after the implantation of the device, the patient experienced tightness and pain due to the capsular contracture and also infection-like symptoms such as high fever, vomiting, and diarrhea. As a result, the patient underwent removal and replacement with a 450cc mentor memorygel breast implant (catalog #: 3504504bc, serial #: (B)(4)) on (B)(6) 2013.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).